Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to recognize an ECG signal) has been confirmed. Upon investigation the monitor was unable to complete a baseline and failed essential performance testing. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified.  No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported that a monitor was unable to recognize an ECG signal.